Event description:
The pt is a nocturnal home hemo-dialysis pt. One hour into the treatment, the dialysis monitoring device center detected that the pt's dialysis machine had a low venous pressure alarm and a stopped blood pump alarm. The monitoring center attempted to contact the pt via telephone but was unable to reach the pt. The monitoring center then called 911. Emergency medical system personnel found the pt in full arrest. The pt was then coded but was unable to be resuscitated. Upon inspection of the pt's equipment by the home hemo-dialysis coordinator blood was found leaking from where the arterial line was connected to the arterial end of the dialyzer. According to the home hemo-dialysis coordinator, "it appeared that the line had been cross threaded when it was screwed into the dialyzer. Estimated blood loss - 2l. Dialyzer and arterial line have been saved but are grossly contaminated and cannot be disinfected. Samples are at facility.